Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
During a shoulder instability repair procedure, it was used this device that have broken and because of that the procedure was prolonged. Additional information received from the affiliate via email on (B)(6) 2016 stated the procedure was extended 3 hours due to this failure and an additional bone hole was made to complete the procedure.

Manufacturer narrative:
The complaint device was received and evaluated. Visual observation confirms anchors are broken transversely near the distal end confirming this complaint. No anomalies were observed on the threads. This type of anchor breakage at its distal tip is consistent with historical investigations in which it was determined that the root cause was likely a combination of torque and bending, a user technique issue. Other than this possibility, we cannot discern a root cause for this failure. A batch review was conducted to determine if there were any internal processing issues, which would have contributed to the nature of the product complaint. Our results indicate that this batch was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints of any type for this lot of devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).